Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set separated causing leakage. The following information was provided by the initial reporter: our infusion center experienced a tubing failure which caused IV solution to leak to the floor. The drug was a non hazardous drug, so it was not considered a "chemo spill", however the cost of the drug involved was (B)(6) and the patient's treatment was held for a matter of time until the solution could be cleaned up by staff. The IV was remade and a new tubing was connected and the therapy was completed with out error.

Manufacturer narrative:
H6: investigation summary the customer reported a separation and returned one photo and one sample. The photo and sample both verify the complaint of separation at the pumping segment upper fitment. No ring retainer indent was found on the silicon, and the root cause is traced to assembly process. Manufacturing has instituted several changes since this lot was manufactured to address the root cause of fixture issues on the pumping segment assembly process. Personnel were re-trained on the use of fixture, there was a maintenance order, and an update to the quality document. Device history record review for model 2432-0007 lot number 22105807 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set separated causing leakage. The following information was provided by the initial reporter: our infusion center experienced a tubing failure which caused IV solution to leak to the floor. The drug was a non hazardous drug, so it was not considered a "chemo spill", however the cost of the drug involved was $7200 and the patient's treatment was held for a matter of time until the solution could be cleaned up by staff. The IV was remade and a new tubing was connected and the therapy was completed with out error.